Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a device removal operation due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: peritoneal cavity/abdominal cavity") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystitis interstitial, dysfunctional uterine bleeding, pelvic infection, tubo-ovarian abscess and overweight. Concomitant products included levonorgestrel (mirena) from 2002 to 2008 for contraception as well as antibiotics, para-seltzer (excedrin) since 2007, paracetamol (acetaminophen) since 2007 and rizatriptan (maxalt). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2012, 5 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced urinary tract infection ("infection: uti"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy, appendectomy, partial omentectomy for removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, menstrual disorder, urinary tract infection, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded (B)(6) 2012, normal labs and a CT-ap showing no inflammatory process but an essure device that was displaced in the peritoneal cavity in the left pelvis. CT abdomen: findings: pelvis: 2 metallic densities within the central and left pelvis likely correspond to essure coils seen on the scout images. The right coronal series to be adjacent to the uterine cornua. (B)(6) 2012, pelvic ultrasound: uterus- an anteverted uterus is visualized measuring 91 x 42 x 53mm. The endometrial lining measures 5.6mm. On today's examination, essure coils were not identified. CT scan demonstrating the same thing; however, her CT scan also demonstrated metallic objects in her abdominal cavity consistent with essure coils outside of the fallopian tubes. "Concerning injuries reported in this case the following ones were described in patient medical records tubo-ovarian abscess, pelvic infection." Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received.her demographic was added. Her concomitant medications were added. Per plaintiff fact sheet following events: depression, mental anguish, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), fatigue and weight gain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: peritoneal cavity/abdominal cavity") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystitis interstitial, dysfunctional uterine bleeding, pelvic infection, tubo-ovarian abscess and overweight. Concomitant products included levonorgestrel (mirena) from 2002 to 2008 for contraception as well as antibiotics, para-seltzer (excedrin) since 2007, paracetamol (acetaminophen) since 2007 and rizatriptan (maxalt). On (B)(6) 2007, the patient had essure inserted. In january 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). On (B)(6) 2012, 5 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In september 2012, the patient experienced urinary tract infection ("infection: uti"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy, appendectomy, partial omentectomy for removal of essure) and surgery (laparoscopic right salpingo-oophorectomy, appendectomy, partial omentectomy for removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, menstrual disorder, urinary tract infection, depression, anxiety, migraine, headache, nausea, dyspareunia, fatigue, weight increased, abdominal pain and vaginal infection outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 200 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded (B)(6) 2012, normal labs and a CT-ap showing no inflammatory process but an essure device that was displaced in the peritoneal cavity in the left pelvis. CT abdomen: findings: pelvis: 2 metallic densities within the central and left pelvis likely correspond to essure coils seen on the scout images. The right coronal series to be adjacent to the uterine cornua. (B)(6) 2012, pelvic ultrasound: uterus- an anteverted uterus is visualized measuring 91 x 42 x 53mm. The endometrial lining measures 5.6mm. On today's examination, essure coils were not identified. CT scan demonstrating the same thing; however, her CT scan also demonstrated metallic objects in her abdominal cavity consistent with essure coils outside of the fallopian tubes. "Concerning injuries reported in this case the following ones were described in patient medical records tubo-ovarian abscess, pelvic infection." Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event abdominal pain and infection (bladder/ urinary tract/vaginal) type: vaginal were added. Event outcome updated for abnormal bleeding. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: peritoneal cavity") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystitis interstitial, dysfunctional uterine bleeding, pelvic infection and tubo-ovarian abscess. Concomitant products included antibiotics. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and urinary tract infection ("infection: uti"). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy, appendectomy, partial omentectomy for removal of essure) and surgery (laparoscopic right salpingo-oophorectomy, appendectomy, partial omentectomy for removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, menstrual disorder, urinary tract infection, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, menstrual disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. (B)(6) 2012, normal labs and a CT-ap showing no inflammatory process but an essure device that was displaced in the peritoneal cavity in the left pelvis. CT abdomen: findings: pelvis: 2 metallic densities within the central and left pelvis likely correspond to essure coils seen on the scout images. The right coronal series to be adjacent to the uterine cornua. (B)(6) 2012, pelvic ultrasound: uterus- an anteverted uterus is visualized measuring 91 x 42 x 53mm. The endometrial lining measures 5.6mm. On today's examination, essure coils were not identified. CT scan demonstrating the same thing; however, her CT scan also demonstrated metallic objects in her abdominal cavity consistent with essure coils outside of the fallopian tubes. Concerning injuries reported in this case the following one/ones were described in patient medical records tubo-ovarian abscess, pelvic infection. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics, historical and concomitant condition added. Essure start date and indication updated and stop date added. New events perforation (fallopian tube(s), abnormal bleeding (vaginal, menorrhagia), infection: uti. Previously reported event migration of device updated to migration of essure device location of device: peritoneal cavity. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('migration of essure device location of device: peritoneal cavity/abdominal cavity') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2012, normal labs and a CT-ap showing no inflammatory process but an essure device that was displaced in the peritoneal cavity in the left pelvis. CT abdomen: findings: pelvis: 2 metallic densities within the central and left pelvis likely correspond to essure coils seen on the scout images. The right coronal series to be adjacent to the uterine cornua. (B)(6) 2012, pelvic ultrasound: uterus- an anteverted uterus is visualized measuring 91 x 42 x 53mm. The endometrial lining measures 5.6mm. On today's examination, essure coils were not identified. CT scan demonstrating the same thing; however, her CT scan also demonstrated metallic objects in her abdominal cavity consistent with essure coils outside of the fallopian tubes. Concurrent conditions included cystitis interstitial, dysfunctional uterine bleeding, pelvic infection, tubo-ovarian abscess and overweight. Concomitant products included levonorgestrel (mirena) from 2002 to 2008 for contraception as well as antibiotics, caffeine;paracetamol (excedrin) since 2007, paracetamol (acetaminophen) since 2007 and rizatriptan benzoate (maxalt). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. In (B)(6) 2012, the patient experienced urinary tract infection ("infection: uti"), depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), genital haemorrhage ("genital bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy, appendectomy, partial omentectomy for removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menstrual disorder, depression, anxiety, migraine, headache, nausea, dyspareunia, fatigue, weight increased and post procedural complication outcome was unknown and the fallopian tube perforation, device dislocation, urinary tract infection, vaginal haemorrhage, menorrhagia, abdominal pain, vaginal infection and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 200 lbs received treatment for migration, perforation and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. "Concerning injuries reported in this case the following ones were described in patient medical records tubo-ovarian abscess, pelvic infection." Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events abdominal pain, urinary tract infection, pelvic pain, vaginal hemorrhage, menorrhagia and vaginal infection were updated to recovered. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('migration of essure device location of device: peritoneal cavity/abdominal cavity') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concurrent conditions included cystitis interstitial, dysfunctional uterine bleeding, pelvic infection, tubo-ovarian abscess and overweight. Concomitant products included levonorgestrel (mirena) from 2002 to 2008 for contraception as well as antibiotics, caffeine;paracetamol (excedrin) since 2007, paracetamol (acetaminophen) since 2007 and rizatriptan benzoate (maxalt). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. In (B)(6) 2012, the patient experienced urinary tract infection ("infection: uti"), depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), genital haemorrhage ("genital bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy, appendectomy, partial omentectomy for removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menstrual disorder, depression, anxiety, migraine, headache, nausea, dyspareunia, fatigue, weight increased and post procedural complication outcome was unknown and the fallopian tube perforation, device dislocation, urinary tract infection, vaginal haemorrhage, menorrhagia, abdominal pain, vaginal infection and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 200 lbs received treatment for migration, perforation and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. (B)(6) 2012, normal labs and a CT-ap showing no inflammatory process but an essure device that was displaced in the peritoneal cavity in the left pelvis. CT abdomen: findings: pelvis: 2 metallic densities within the central and left pelvis likely correspond to essure coils seen on the scout images. The right coronal series to be adjacent to the uterine cornua. (B)(6) 2012, pelvic ultrasound: uterus- an anteverted uterus is visualized measuring 91 x 42 x 53mm. The endometrial lining measures 5.6mm. On today's examination, essure coils were not identified. CT scan demonstrating the same thing; however, her CT scan also demonstrated metallic objects in her abdominal cavity consistent with essure coils outside of the fallopian tubes. "Concerning injuries reported in this case the following ones were described in patient medical records tubo-ovarian abscess, pelvic infection." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: peritoneal cavity/abdominal cavity') and fallopian tube perforation ('perforation (fallopian tube(s))') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cystitis interstitial, dysfunctional uterine bleeding, pelvic infection, tubo-ovarian abscess and overweight. Concomitant products included levonorgestrel (mirena) from 2002 to 2008 for contraception as well as antibiotics, caffeine;paracetamol (excedrin) since 2007, paracetamol (acetaminophen) since 2007 and rizatriptan benzoate (maxalt). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. In (B)(6) 2012, the patient experienced urinary tract infection ("infection: uti"), depression ("depression/ psych injury"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), genital haemorrhage ("genital bleeding") and post procedural complication ("post procedural complication"). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy, appendectomy, partial omentectomy for removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, urinary tract infection and genital haemorrhage had resolved, the menstrual disorder, depression, anxiety, migraine, headache, nausea, dyspareunia, fatigue, weight increased, abdominal pain, vaginal infection and post procedural complication outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, post procedural complication, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. (B)(6) 2012, normal labs and a CT-ap showing no inflammatory process but an essure device that was displaced in the peritoneal cavity in the left pelvis. CT abdomen: findings: pelvis: 2 metallic densities within the central and left pelvis likely correspond to essure coils seen on the scout images. The right coronal series to be adjacent to the uterine cornua. (B)(6) 2012, pelvic ultrasound: uterus- an anteverted uterus is visualized measuring 91 x 42 x 53mm. The endometrial lining measures 5.6mm. On today's examination, essure coils were not identified. CT scan demonstrating the same thing; however, her CT scan also demonstrated metallic objects in her abdominal cavity consistent with essure coils outside of the fallopian tubes. "Concerning injuries reported in this case the following ones were described in patient medical records tubo-ovarian abscess, pelvic infection." Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- post procedural complication, genital bleeding. Event outcome updated. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.